Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient described as patient did not maintain exchange area clean before starting peritoneal dialysis therapy. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician of bacterial peritonitis in a subject coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2008, the subject began continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy effluent. On that same day, empiric treatment began with ip cefazolin (dose and frequency not reported). On (B)(6) 2009, the antibiotic treatment ended. The primary contributing factor to the event was unknown. On an unspecified date, capd therapy was withdrawn. On (B)(6) 2009, for an unreported reason,the subject permanently transferred to hemodialysis. Outcome of peritonitis event was unknown. A causality assessment was not reported. On (B)(4) 2012, gpv received follow-up information regarding the event. On an unreported date, the patient failed to do the exchange in a clean environment, which was the primary contributing factor to the peritonitis. On an unreported date, the patient recovered from the peritonitis.